Event description:
It was found that the chair was not engaging stairs due to a broken right track belt. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.